Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blood glucose of 200 to 271mg/dl and that this was high for them. Customer indicated that their blood glucose is not coming down. Troubleshooting found that the customer has received multiple failed battery alarms before and after battery changes. Troubleshooting found that the drive support cap is normal and the cannula was bent. Customer indicated that they have not changed their settings. Customer was advised to follow up with their doctor regarding proper insulin, taping and site techniques. The high pressure test was not performed and customer was advised that the device would be replaced and agreed to return the product for analysis.